Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and determined that the drive manifold was defective. A purchase order was submitted to the customer, but the customer opted to repair the device on their own. The customer replaced the defective drive manifold and rectified the fault. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a low vacuum and system failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a low vacuum and system failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes, result codes, conclusion codes), h10, h11. Corrected fields: d4 (catalog#, unique identifier (UDI) #). A getinge field service engineer (fse) reported that after many attempts the customer is currently not interested in purchasing of the part required to repair the unit. The iabp is currently out of service. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.